Event description:
It was reported that the 9600 sys intermittently presents a bad iris pot error. It was noted that this only happens at boot up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Readjusted the iris pot baseline, performed a collimator iris calibration and properly sized collimator. The sys was tested and found to be working as intended and placed back into svc.